Event description:
Physician was treating an acute stroke and placed the psc041 over the wire. Physician complained about friction between guidewire and psc041. Guidewire was removed and pss041 was introduced and again friction was felt. Pss041 was advanced into clot and pushed in and out a couple of times until physician decided to remove pss041 because friction was getting worse. Psc041 was removed and the proximal portion of psc041 showed some deformity. A new psc041 was used to complete the procedure.

Manufacturer narrative:
Technical eval: the device presents a series of kinks on the proximal shaft. Visual inspection under the microscope shows some delamination of the tie layer. The delaminated tie layer partially blocked the lumen of the device and provided an obstacle for the smooth movement of the guide wire. The series of kinks were most likely caused by friction when the user was attempting to move the guide wire or the separator in the device. This MDR is being filed as a part of the remediation action taken in response to the (B)(4) issued to penumbra on august 28, 2009.